Event description:
I was checking a medication order on the counter for hctz-triamterene. Pt takes dose of 25-37.5 mg of this medication at home and pa xxxx ordered for this dose to be continued. However the cerner system always converts this to the higher dose of 50-75 mg when the order crosses from powerchart to cerner and the only way pharmacists can tell this is by noting it on the label when it prints. Sometimes this gets unnoticed and the pt ends up receiving the higher dose for an x number of days. Thankfully, I caught this before a dose was administered. Certainly a med error waiting to happen. Please work to get this resolved. Additional options were activated in the formulary. Orders have been entered to test product assignment. No errors since revision to formulary. (B)(6). Submission ID: (B)(4).